Event description:
A 7 f tunneled dual lumen hickman catheter was inserted on (B)(6) 2014 for tpn. Removed on (B)(6) 2014 because pt c/o hearing pop after white port of catheter was flushed. After removal, fluid was flushed through catheter which squirted out of holes in catheter.